Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). It was reported that during use, the cardiosave intra aortic balloon pump (iabp) touchscreen became intermittently unresponsive. Although a patient was involved, no harm occurred. The device was replaced with another cardiosave unit, and therapy continued without interruption. A getinge field service engineer evaluated the device and confirmed that the touchscreen had become unresponsive due to deterioration. The touch screen assembly was replaced, and calibration was completed.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) touch panel became unresponsive during clinical use. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, corrected fields: h6(investigation type, investigation findings, investigation conclusion, component code), h11.